Manufacturer narrative:
The device has not been returned to the manufacturer, therefore, resmed is unable to determine if a device fault contributed to the incident. Resmed is in communication with the reporter to obtain additional information regarding the event details and requested the unit be returned so that an extensive engineering investigation can be performed. If the device is returned and the investigation has been completed, resmed will provide a follow-up report with additional information. (B)(4).

Event description:
It was reported to resmed (B)(4) that an airsense 10 autoset was allegedly involved in a house fire. There was no patient injury reported as a result of this incident.